Event description:
It was reported that during a breast biopsy procedure, clips would not release. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Clear tip sheared at distal tip. Evaluation summary: the analysis results found that the introducer tube was received sheared off at the distal end. A corrective action has been initiated to address the damage found. The instrument could not be evaluated for deployment as it was returned with the collagen plug already deployed. The plunger assembly works as intended. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.